Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46228 during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/13/2024 h3 and h6. Codes: updated. Received one device. Confirmed customers complaint was error code 46228. During visual inspection it was found that the downstream occlusion seal (dso) was delaminated. Replaced dso seal. Performed dso/uso sensor calibration. Performed performance verification tests, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period